Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of occlusion and forced restarts could not be verified due to the product not being returned for failure investigation. The root cause of this failure was identified by the customer as workflow/process change for our teams adjusting to the alarm. They also reported this is not a complaint that needs to be followed up upon. A device history record review was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim it was reported by the customer that their old pumps alerted the xxx when there was a patient side occlusion so that the patient could straighten their arm, and the infusion would automatically restart. With the alaris infusion system, when the device detects an increase in pressure, the device will pause the infusion and go into a 15-second ¿checking line¿ period. If within that 15 second the pressure decreases, the infusion will automatically restart. This automatic restart will occur 5 times in a rolling 10-minute period and is a hospital configuration.